Manufacturer narrative:
Mml# (B)(4).

Event description:
It was reported that the patient had a fall in (B)(6) 2024, and since the fall incident, she has not been able to initiate a session. There was no report of patient harm or injury. An initial investigation of the x-ray images showed a left lead fracture. The clinical specialist confirmed that all electrodes on the left lead and some on the right were out of range. The device was reprogrammed to unilateral stimulation on the right side only, and later, the patient underwent a surgical procedure to replace both leads. Two new leads were implanted without complications. There was no report of patient harm or injury. Following the leads revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Manufacturer narrative:
Mml# (B)(4). The lead assemblies were received cut into two segments. No functional testing could be carried out. A visual inspection was performed, and (rounded) fractured coil wires were observed 2 inches below the distal electrode #4 on the left lead. Fractured coil wire was confirmed to be the cause of out-of-range/high-impedance failure of the left lead. No fracture wire was observed from the right lead. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). H6 updated.

Event description:
It was reported that the patient had a fall in (B)(6) 2024, and since the fall incident, she has not been able to initiate a session. There was no report of patient harm or injury. An initial investigation of the x-ray images showed a left lead fracture. The clinical specialist confirmed that all electrodes on the left lead and some on the right were out of range. The device was reprogrammed to unilateral stimulation on the right side only, and later, the patient underwent a surgical procedure to replace both leads. Two new leads were implanted without complications. There was no report of patient harm or injury. Following the leads revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient).